Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -15.0/3.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed within the same surgery due to low vault and lens opacity asc (observed: (B)(6) 2020). On (B)(6) 2020 a replacement lens of longer length was implanted and the problem resolved.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with debris on the lens. Visual inspection found the haptic torn, bent, and deformed with debris on the lens surface. Claim#: (B)(4).

Manufacturer narrative:
B5- per new information no intervention or treatment was performed for lens opacity. It was reported that the lens opacity was not product related, the reporter stated that the doctor was not sure how the lens opacity came about. It maybe related to his manipulation during surgery. Claim # (B)(4).